Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received a voluntary medwatch (mw5102660) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to have sinus issues. The patient required surgery and prescription medication in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.

Event description:
The manufacturer received a voluntary medwatch (mw5102660) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to have sinus issues. The patient required surgery and prescription medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.